Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer experienced an elevated blood glucose (bg) level of 500-599 mg/dl. A bolus was delivered to address elevated bg level. Customer continued to use the pump for insulin therapy.